Manufacturer narrative:
The damage found was sustained during the surgical procedure. The catheter was otherwise normal.

Event description:
It was reported during a procedure, it was found that the catheter cannot stop bleeding. The physician replaced the catheter but the bleeding still persists. As such, the physician elected to replace it with competitor catheter. The patient was stable.